Manufacturer narrative:
Evaluation summary: upon device evaluation, the issue was considered to be related to the plate reported on MDR 0008010177-2013-00299 (manufacturer reference number (B)(4)). Device of the current complaint is classified as concomitant product.

Event description:
Sales rep reports that the surgeon has been looking at all patients who have had variax fibula locking plates at (B)(6) hospital, (B)(6). The customer reports that after going through the data, overall there is a 30% risk of wound complication. Five of these are reported to have been deep, down to the plate. The customer reported that there was 1 amputation and the other 4 have or need to have plate removal. This complaint relates to patient reference (B)(4). The surgeon has 13 patients which have been included in this investigation where it is reported that the primary surgery took place on (B)(6) 2008 and revision op took place on (B)(6) 2012. It is reported that there was superficial wound breakdown following ankle fracture fixation with fibular plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not returned.

Event description:
Sales rep reports that the surgeon has been looking at all patients who have had a variax fibula locking plates at the hospital. The customer reports that after going through the data, overall there is a 30% risk of wound complication. 5 of these are reported to have been deep, down to the plate. The customer reported that there was 1 amputation and the other 4 have or need to have plate removal. This complaint relates to patient reference 718369. The surgeon has 13 patients which have been included in this investigation where it is reported that the primary surgery took place (B)(6) 2008 and revision op took place (B)(6) 2012. It is reported that there was superficial wound breakdown following ankle fracture fixation with fibular plate.